Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-110mg/dl fasting. Test strips expired 01/31/2015. Customer did not disclose test strip storage location nor open vial date. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the client used expired test strips during testing and the test strip had a poor fill.

Event description:
Customer complains of "lo"results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-110mg/dl fasting. Test strips expired 01/31/2015. Customer did not disclose test strip storage location nor open vial date. Reviewed meter memory: (B)(6). No adverse event reported.